Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life of the insulin pump; the batteries lasted only for three days. The customer also reported a replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for low battery life and replace battery now alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed self test and active current measurement. However, unit received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 14.0 received the lowbatteryalert (104) on 05/26/2025 07:31:00 faster than expected at 2.39 days. Battery cycle 10.0 received the lowbatteryalert (104) on 05/21/2025 19:54:00 faster than expected at 3.87 days. Battery cycle 9.0 received the lowbatteryalert (104) on 05/17/2025 18:30:00 faster than expected at 4.35 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 near lcd screen, pcba 2 j1 connector, force sensor, and motor. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and cracked case corner of belt clip rails. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and high sleep current were confirmed due to moisture damage on the pcba 1 near lcd screen / pcba 2 j1 connector / motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.